Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to myopotentials were observed on the device. Technical support was contacted and provided reprogramming suggestions, however, no intervention was performed at this time. The patient was stable.

Event description:
Additional information was received indicating myopotential oversensing resulting in pacing inhibition was noted. Abbott technical support was again contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.